Event description:
It was reported that the device had a power on reset most likely due to a flipped bit. The device was reprogrammed back to its original parameters and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset for write to locked ram, addr = 0ecc, data=1 on (B)(6) 2012. There was one patient alert for power on reset on (B)(6) 2012.